Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he could not find the charger for the transmitter. The customer experienced two low blood glucose levels that he was unable to recover from. The customer's first low blood glucose level was 32 mg/dl and the second one was 42 mg/dl. His current blood glucose level was 82 mg/dl. He treated his blood glucose level with food. The device was not returned.